Event description:
It was reported the needle deployed prior to pod activation; indicating the needle mechanism did not function as intended. The pod was worn for between 24 and 36 hours. No adverse patient impact was reported.